Event description:
It was reported that non critical alarm initially went off intermittently, now every hour. Interrogation was performed and there wasn¿t any alarm events in the event log. The patient was experiencing stress, anxiety, nervousness, worrying, drowsiness, and can¿t sleep. It was reported pump movement in the pocket. Pump was interrogated and no motor stall noted. The patient was on lioresal. Dose was as follows: 200 micrograms/ml; 1 ,209.1 micrograms/day on flex administration; 189.8 microgram bolus delivered at a basal rate over 15 minutes at 1am, 9am, 3pm; 295.9 microgram bolus delivered over 15 minutes at 9 pm. Patient was scheduled for an augmentive communication appt on (B)(6) 2010. It was reported that the non-critical alarm was changed to 3 hours and the critical alarm to 10 minutes. The programmed volume in the pump reservoir was supposed to be 6.7 ml and she withdrawal 6.6 ml. The patient outcome was unknown.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8575 lot# n193638, implanted: 2009 (B)(6); product type accessory. (B)(4).